Manufacturer narrative:
Other relevant device(s) are: product ID: 3889. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urgency frequency. It was reported she did not track her symptoms since, evaluation on (B)(6), due to being sedated and having taken pain pills. Another information from the patient on (B)(6) reported her wires had come out. The patient stated she had her husband look and they were sticking out, so he applied tape. The patient stated she did have a message from the healthcare professional¿s (hcp) office.